Event description:
Customer reported a no delivery alarm. The blood glucose reading was not known. Customer was unable to troubleshoot for the no delivery alarm as it was a past event and resolved by a complete set change. She also reported a motor error alarm during the prime. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.